Event description:
Applying dexcom g7, sensor failed during warm up. Stated to apply new sensor. This has happened multiple times in the past 6 months. Seems the quality of the product has gone down. Reliability of the product seems to be poor. Applied sensor in accordance with manufactory recommendations. Caused delay in changing insulin pump and getting continuous glucose numbers for automatic mode (omnipod 5).